Event description:
A company representative, on behalf of a customer, reported to olympus that while using the bronchofibervideoscope, the balloon was lost in the patient during the procedure. It was stated that the balloon was retrieved in whole. Additional information was requested multiple times about the procedure, event and patient outcome but was not received.this event requires two reports:patient identifier (B)(6) is for the evis eus ultrasound bronchofibervideoscopepatient identifier (B)(6) is for the balloon.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number 2429304-2023-00397.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the balloon was lost inside the patient's body which was fully recovered could not be identified with the information received. Olympus will continue to monitor field performance for this device.